Event description:
The customer contacted philips to report that while using this device there was difficulty in r-wave identification during pre-cardioversion synchronization. There was no impact to the patient

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.